Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 578 mg/dl and 370 mg/dl at the time of the incident. The customer was treated with injection and bolus. The customer reported that they had received motor error. The customer was able to successfully clear the alarm and was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.